Event description:
It was reported that the customer had a high blood glucose and low blood glucose but not hospitalized. The customer's blood glucose level was unknown mg/dl. The customer stated that they have been working with the doctor and he had his basal and sensitivity adjusted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.